Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) examined the system remotely and confirmed that the system was not starting up. Review of the system log file rse showed that there is ware voltage error of 12v and 24v banks of dcps (direct current power supply) in r cabinet. The defective power supply was returned to philips for further investigation and found the error leds were stay off and fan wasn't running. Upon troubleshooting, fse checked the power supply, but no power found on the power supply. To resolve this issue, fse replaced power supply. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system was not booting. The device was outside of use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.